Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated several 'low battery' warnings and 'replace battery' alarms. The pump history indicated a 'replace battery' alarm went unconfirmed on the reported event date, resulting in rebooting. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no power loss occurring. There was no defect found on investigation. Investigation concluded that use error caused the rebooting, as a 'replace battery' alarm was left unconfirmed.

Event description:
The reporter stated that the pump would not turn on; the reporter tried two new batteries to reboot the pump but was not successful. The reporter confirmed that there was no visible damage to the battery cap or the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.